Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analyzed. No anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the clinic after hearing alert tones for high pacing impedance on the right ventricular (rv) lead. The rv lead also had high thresholds and a possible fracture. During the lead revision, the physician was unable to introduce a stylet into the lead. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52, implantable pacing lead, implanted: (B)(6) 2005. (B)(4).